Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: rn was called into pt room by dad. He said their was fluid on the floor. Upon further observation the fluid was coming from inside the IV pump channel. There it was noted that 2 tiny holes were leaking fluid from the top connection.

Manufacturer narrative:
The following arepossible lots numbers d4: medical device lot #: 22036561 d4: medical device expiration date: 31mar2025 h4: device manufacture date: 31mar2022 d4: medical device lot #: 22036181 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22036354 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22036363 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22036364 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022ate: d4: medical device lot #: 22036365 d4: medical device expiration date: 30mar2025 h4: device manufacture date: 30mar2022 d4: medical device lot #: 22036366 d4: medical device expiration date: 27mar2025 h4: device manufacture date: 27mar2022 d4: medical device lot #: 22036374 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22035982 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22036181 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22036354 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 d4: medical device lot #: 22036427 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022 d4: medical device lot #: 22036431 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022 d4: medical device lot #: 22036432 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022 d4: medical device lot #: 22055819 d4: medical device expiration date: 20mar2025 h4: device manufacture date: 20mar2022 d4: medical device lot #: 22055947 d4: medical device expiration date: 19mar2025 h4: device manufacture date: 19mar2022 d4: medical device lot #: 22055951 d4: medical device expiration date: 19mar2025 h4: device manufacture date: 19mar2022 d4: medical device lot #: 22056036 d4: medical device expiration date: 21mar2025 h4: device manufacture date: 21mar2022 d4: medical device lot #: 22056133 d4: medical device expiration date: 23mar2025 h4: device manufacture date: 23mar2022 the following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-oct-2022 h6: investigation summary three 2420-0007 infusion sets were returned by the customer with the complaint of leakage. The sets were investigated by our quality team with an initial visual inspection. There were tiny "pin holes" noticed in the other two sets- verifying the customer's complaint. The pin-holes were further analyzed under microscope and the manufacturing team was then contacted. The root cause of the leakage at pinholes has been traced to an improper use of equipment while attaching the silicone to the rest of tubing during that portion of the assembly. A device history record review was performed for the material# 2420-0007 set returned. The set was analyzed and the possible lots were determined to be as follows: 22036561 (B)(4) units produced on 31mar2022 22036181 (B)(4) units produced on 28mar2022 22036354 (B)(4) units produced on 28mar2022 22036363 (B)(4) units produced on 28mar2022 22036364 (B)(4) units produced on 29mar2022 22036365 (B)(4) units produced on 30mar2022 22036366 (B)(4) units produced on 27mar2022 22036374 (B)(4) units produced on 28mar2022 22035982 (B)(4) units produced on 28mar2022 22036181 (B)(4) units produced on 28mar2022 22036354 (B)(4) units produced on 28mar2022 22036427 (B)(4) units produced on 29mar2022 22036431 (B)(4) units produced on 29mar2022 22036432 (B)(4) units produced on 29mar2022 22055819 (B)(4) units produced on 20may2022 22055947 (B)(4) units produced on 19may2022 22055951 (B)(4) units produced on 19may2022 22056036 (B)(4) units produced on 21may2022 22056133 (B)(4) units produced on 23may2022 there were no production issues relating to the failure reported in this complaint. H3 other text : see h10

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: rn was called into pt room by dad. He said their was fluid on the floor. Upon further observation the fluid was coming from inside the IV pump channel. There it was noted that 2 tiny holes were leaking fluid from the top connection.

Manufacturer narrative:
Age or date of birth: date of birth: patient¿s birthday was not provided, on (B)(6) 2021 was used based on age of patient. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.